Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. All device components were explanted and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7091434/7091482.